Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved plum 360¿ infuser(s) in which the customer reported (15) non specific battery failures during patient use. Additional information was received via a medsun medwatch mandatory report uf/importer report # (B)(4) (attached) stating that there was (20) plum360 infusion pumps failures at their facility in which units stopped infusing and some of them turned off without the device properly alarming the user about a possible malfunction. The hospital .conducted their own troubleshooting and the pump battery was the cause of the problem. The customer reported that the recently installed battery in the units did not hold enough charge or did not maintain proper capacity after fully charged. Because of this battery condition, the pump suddenly turned off without alerting the user of a low battery condition. All batteries were from the same lot number, lot# 230303v21. Additional information obtained from the medwatch stated that the original intended procedure was IV pumps are used to administer medication/fluids to patient intravenously. Additional information was received directly from the customer stating that there was about 46 failures, most of the devices only provided a couple minutes of audible alarm before turning off, however, there was a handful of cases, as reported by end users, where the device turned off without alarming. There was no specific amount of devices that did alarm versus those that did not alarm. The supplier of the batter is csb. There was patient involvement, however, harm was not reported as a consequence of this event.